Event description:
Customer reported a collimator iris pot error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the iris potentiometer. System operates as intended.